Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 600 mg/dl. Elevated blood glucose was addressed with a manual injection. Customer reported using cold insulin when filling cartridges, and sometimes adding 10-15 units of insulin to used cartridges instead of loading a new one. Customer was instructed to use room temperature insulin and never re-use cartridges per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery.